Event description:
It was reported that the patient¿s friend or family member was getting the poor communication screen when they had the antenna attached to the patient programmer. This had been happening for a couple of weeks. The therapy was still helping the patient a little bit and there was no change in therapy reported. They tried using the programmer without the antenna cord and still got the poor communication screen. They were not able to make adjustment both with or without the antenna attached. The programmer would not work with the external antenna. No patient harm was reported. Two days later it was reported that they were not able to make adjustment with the antenna attached to the replacement programmer. The old antenna was not working with the new programmer and was broken. The antenna was not returned. Four days later they received the new antenna and new programmer before that, but it was still not connecting. Analysis of the patient¿s original programmer found that the antenna jack was broken and defective and it was replaced. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, product type: programmer, patient. Product ID 37092, product type: accessory. Product ID 37092, product type: accessory. Product ID 3889-28, lot# va06vfn, implanted: (B)(6) 2013, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).